Manufacturer narrative:
Product event summary: data files were returned and analyzed. Images were returned from the field and analyzed. An image of the affera maps shows the pulmonary vein and posterior wall isolation with pulsed field ablation in the left atrium. An image of the angiogram shows stenosis of proximal right coronary artery. And an image of the 12-lead echocardiogram shows st segment elevation in leads ii, iii, avf, and v6. In conclusion, the reported clinical issues cannot be assessed through data analysis. The afr-00001 sphere 9 catheter was discarded and was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiac ablation procedure, a post map of the left atrium was created, and burst pacing was attempted to induce atrial flutter, resulting in induced atrial fibrillation. St elevation was observed on ECG leads ii, iii, and avf, most pronounced in lead iii, raising suspicion of right coronary artery blockage or coronary artery vasospasm. The patient was cardioverted out of atrial fibrillation. The st elevation was intermittent and observed during both atrial fibrillation and sinus rhythm. After completion of the ablation and another manufacturer's sheath removal, st elevation recurred before extubating. The patient remained sedated and underwent cardiac catheterization, which revealed a right coronary artery lesion consistent with a true st elevation myocardial infarction (stemi), requiring stent placement. The patient required an overnight hospital stay following the procedure. The case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00003 (serial: unknown); product type: 2004-mapping hardware product ID: non-medtronic product product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.